Manufacturer narrative:
Concomitant product: addr01 ipg, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds. It was also reported that the right ventricular (rv) lead had low impedance and high thresholds in bipolar. Fracture of both leads was suspected. The ra lead was capped and replaced, and the rv lead was switched to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.